Manufacturer narrative:
(B)(4). Investigation summary: one photo was provided and evaluated. It shows a needle assembly; the plastic needle hub has a short shot at the base. During the plastic needle hub molding process, a short shot induced the defect reported by the customer. Based on the investigation and the photo provided, the symptom reported by the customer is confirmed. This is the 1st complaint for lot # 7200897 for this type of defect or symptom. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: this is the 1st complaint for lot # 7200897 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: during the plastic needle hub molding process a short shot induced the defect reported by the customer. Rationale: CAPA not required at this time.

Event description:
It was reported that the needle 30x1/2 rb experienced a cracked/damaged hub which was noted prior to use. The following information was provided by the initial reporter: one of our clinical sites has raised a complaint regarding bd precisionclide needle 70g ref 305106, lot: 7200897. The needle guard has been damaged and had to be disposed of.